Event description:
It was reported that the patient went to the hospital due to receiving two shocks from the device. The device was checked and found to be functioning as designed and the patient was sent home. Two days later the patient was reported by a family member to have received shocks from the device along with external shocks after medical professionals inhibited the device with a magnet. The patient arrived at the hospital with a total of 12 external shocks delivered, however was pronounced deceased due to cardiac arrest. It was also noted that the device had four power on resets (por). The autopsy reported the cause of as likely to be arrhythmia caused by the patient's basic cardiac disease with arrhythmogenic right ventricular cardiomyopathy (arvc). The physician did not report any allegation against the device in relationship to the patient death.

Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed and no anomalies were found, the device indicated a firmware error message/code.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary : further analysis was conducted which confirmed the power on resets (pors) with no reason codes stored. The device was fully functional with regards to telemetry, pacing output, lead impedance, and high voltage therapy. Multiple high voltage charges and deliveries were performed with no pors occurring as a result. When the device was opened, visual inspection revealed no anomalies; there was no evidence of high voltage arcing. Device system current drain was nominal throughout this analysis. Optical inspection of the stacked chip scale package (scsp) revealed no copper trace anomalies or foreign material. Physical and electrical analysis failed to reveal evidence of any type of device malfunction that would account for the resets. No hybrid anomalies were found. The analysis was terminated with no cause identified for the pors.

Manufacturer narrative:
Corrected information: no eval explain code.